Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, it was found that the pump was noisy. The pt was removed from the ventilator and placed on another unit. There was no serious or negative pt consequences reported.